Event description:
It has been reported to philips that the system shut down and did not boot back up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found failure in the system software. To resolve the issue, fse reloaded the software and rebuilt the patient database. Later, the issue reoccurred and fse replaced the sbc computer, detector controller board, isb and ipb board, empty pc box + backplane and power supply tray in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.